Manufacturer narrative:
(B)(4). Concomitant medical products- unknown g7 shell, cat#: ni lot#: ni, cer bioloxd option hd 32mm, cat#: 650-1056 lot#: ni, unknown g7 e1 neutral liner, cat#: ni lot#: ni, cer option type 1 tpr sleve -6, cat#: 650-1065 lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial total hip arthroplasty and experienced pain requiring a bursal injection approximately seventeen (17) months post-implantation. Attempts have been made and additional information on the reported event is unavailable.